Manufacturer narrative:
The peritonitis occurred on an unspecified date "about a month or 6 weeks ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. The patient was treated with penicillin (dose, route, frequency and duration were not reported) for peritonitis. The patient was not hospitalized, but was treated in the clinic and released the same day. At the time of this report, the patient outcome was not reported for this event. Action with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.